Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners and a cracked display window.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The insulin pump's screen was frozen. When he tried to bolus, the numbers started to scroll backwards on their own. Customer's blood glucose level was 63 mg/dl. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.